Manufacturer narrative:
Zoll medical corporation evaluated the device and paddles and the reported malfunction was not replicated or confirmed. The device and paddles were put through extensive troubleshooting without duplicating the reported malfunction. The device's paddles were replaced as a precaution. Review of the device activity log showed evidence that the charge button was not pressed prior to attempting to deliver therapy. The device did not properly charge to selected energy level or deliver therapy. Once properly charged the device displayed poor pad contact which will not charge to selected energy. The error message is not an indication of a device malfunction but an advisory message. The clinical data was not available for review. Visual inspection observed the apex cover of the returned paddles was cracked which translates to the mfc cable being unable to latch into place. It is unclear if the mfc may have released unknowingly and prompted the device to display the advisory message or simply a case of poor coupling to the patient. The customer received a set of paddles as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device was unable to discharge while using external paddles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.